Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Then healthcare professional reported "capsular contracture baker grade iii". Patient was treated with singulair. This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. Correction to g2 report source in the initial medwatch: "health professional" should have been the only option selected.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Then healthcare professional reported "capsular contracture baker grade iii". Patient was treated with singulair. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Then healthcare professional reported "capsular contracture baker grade iii". Patient was treated with singulair. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.